Event description:
It was reported the patient had experienced pain and burning at the ipg site (event date is unknown). It was also reported the burning sensation occurred at all times. In turn, the patient stopped using her scs system. As a result, the patient's ipg was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.